Event description:
It is reported that the patient was revised due to recurrent dislocation and malposition.

Manufacturer narrative:
Evaluation summary: implant and revision surgical notes were provided. Implant notes state that the acetabular cup was impacted into position of 10 - 15 degrees of anteversion, which gained the best bony support. The hip stability was satisfactory, and no evidence of impingement. Post-operative x-ray showed that the hip was well located and femoral component had excellent fit. Revision surgical notes site that the acetabular cup was found to be stable and retroverted. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based off the provided information, although not proven, it is most likely that the dislocations had been from the acetabular cup being retroverted. However, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.